Manufacturer narrative:
(B)(4). Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "instrument was not recognized". The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. Additional observations not reported by site that is not related to the customer reported complaint: this instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. Root cause of this failure is mishandling or misuse. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed electrical continuity and energy deliver tests. Root cause of this failure is mishandling or misuse. The instrument was found to have roll bearing to be seized. Root cause of this failure is mishandling or misuse. The instrument was transferred to engineering for further investigation. The instrument was evaluated further and found to pass recognition and engagement on several attempts; thus not replicating the reported recognition failure. The additional findings were evaluated and confirmed. The non-intuitive motion was confirmed and identified during roll motion not when opening and closing the grips. The non-intuitive motion to roll motion is directly related to the seized roll bearings, which would cause a delay in roll motion. This finding is related to improper reprocessing. Additional finding found during inspection was damage to the conductor wire insulation. This damage was found 0.20" inches from the thermal damage found on yaw pulley. A review of the site's complaint history does not reveal any additional complaints involving this product and/or this event. A review of the instrument log for the maryland bipolar forceps (part # 420172-16 /lot # n10200406-0219) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 4th use of the instrument and there are 6 more uses left. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. The maryland bipolar forceps instruments are multiple-use electrosurgical endoscopic instruments with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). This complaint is being reported because a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pyeloplasty surgical procedure, the maryland bipolar forceps instrument was not recognized by the system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the site in an attempt to obtain additional information. However, as of the date of this report, no additional details have been provided.